Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Mylife omnipod insulin management system ¿ user guide model: ent450 14518-5c-aw rev e 03/16 checking your blood glucose 7 / page 96 warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see chapter 9, living with diabetes), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider. Living with diabetes 9 / page 121 warning: if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death. The easiest and most reliable way to avoid dka is by checking your blood glucose at least 4¿6 times a day. Routine checks allow you to identify and treat high blood glucose before dka develops.

Event description:
From (B)(6) 2018 to (B)(6) 2018, patient was hospitalized due to elevated blood glucose (bg) levels and was diagnosed with diabetic ketoacidosis (dka). Patient¿s bg levels reportedly exceeded 30 mmol/l (540 mg/dl) after wearing the pod for an unknown length of time on the arm. His ketone levels were 5.9 mmol/l (106 mg/dl). The patient experienced stomach sickness at the hospital. It was also reported that he ¿fainted multiple times¿ while being there. A pod was ordered and delivered to the hospital during the patient¿s stay, so that a new pod could be applied while the patient was there. Patient was treated with intravenous (IV) therapy while at the hospital. Both glucose and insulin IV drips were administered. When the patient was released from the hospital, his bg levels had lowered to 6.9 mmol/l (124 mg/dl) and his ketones were down to 0.01 mmol/l ( 0.2 mg/dl). Due to dka, it was reported that the patient has a damaged liver.